Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. If the device or additional information is received, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient (unknown race) that experienced renal failure with a "possible" relationship to the impella cp device used. The patient was admitted for pacemaker removal and replacement due to infection and post pacemaker removal the patient decompensated. Ejection fraction went down from 20 to 10%; the patient was intubated and started on multiple drips and scheduled for the impella implant for hemodynamics support, which was successfully completed. Additionally, on admission, the came in with acute kidney injury and chronic kidney disease which worsened during the impella mechanical circulatory support (mcs) noted approximately five days after start of the mcs. Continuous renal replacement therapy was started to manage the condition. As per the registry, the patient/event has not recovered/not resolved. However, the patient was noted to have survived the explant of the impella cp device at the end of support.